Manufacturer narrative:
The customer reported that the central nurse's station (cns) froze so they rebooted the unit, but it won't boot up. The customer will send in the unit to be repaired and requested a loaner unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) froze so they rebooted the unit, but it won't boot up. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) froze so they rebooted the unit, but it would not boot back up. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) froze so they rebooted the unit, but it would not boot back up. They sent the cns in for evaluation. No patient harm was reported. Investigation summary: the device was evaluated by nihon kohden. The reported issue was duplicated. The hard drives and the mother board needed to be replaced. This serial was installed on 6/27/2015. Service history shows no prior events of boot up issues. There was no history of hard drive or motherboard replacement. There was no indication of a power failure. It is presumed that these components had failed as a result of continuous use since 2015. Boot up failures, including boot looping, booting into the bios, failure to load the cns application, and failure to complete the boot up cycle are results of hard drive failure. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive having reached the end of its lifespan (two years). The environmental factors are characterized by an abrupt power loss to the hard drives, such as a power outage, specifically while the drives are being read. These abrupt power losses could damage sensitive internal hard drive components. Environmental factors include: power outages. Generator tests . Uninterruptable power supply (failure) . Power outlet failure . Maintenance related factors: the cns device is designed such that the internal components are protected from excessive heat. When excessive heat builds up, either from hot ambient air, or clogged heat fans on the cns tower, the device will shut down as a protective measure. These shutdowns may impact hard drive lifespan. The cns device requires regular maintenance, as outlined in the operator's manual. When stored for an extended period of time, operation checks should be performed. In short, the symptoms of the device not being able to boot up is related to its internal hard drives. This is indicative of the device needing maintenance and/or service.